Manufacturer narrative:
Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No blank display or missing segments noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a black display anomaly. Customer stated the battery cap was changed but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.